Event description:
The patient got an infection around the pump and they were not able to clear the infection. The patient¿s the pump and catheter were removed in 2014. Per the patient they didn¿t want to give up their pump but had to. The pump was used to deliver dilaudid. Patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).